Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on restart page. A technical support specialist deployed the packages 10000403209-00 rss agent 4.10 med and pas package (build 16), and the station was auto rebooted and then issue was resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower machine was locked at boot up restart splash screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.